Event description:
It was reported that the surgeon implanted the vicm12.6 implantable collamer lens on (B)(6) 2012 and angle closure with elevated iop associated with excessive vault was noted. Patient experienced significant reduction of irido-corneal angles, pupil block, pigment dispersion and unreative pupil. There was a loss of bcva (20/50). The lens was removed on (B)(6) 2012 and replaced with a shorter length lens and this resolved the problem.

Manufacturer narrative:
(B)(4).